Event description:
It was reported that approximately two months post port device implant, the patient alleged discomfort and the port could not be aspirated. Reportedly, x-ray imaging demonstrated catheter migration to an unknown location caused by catheter detachment. It was further reported the port device was removed and replaced, and chemotherapy treatment resumed. The patient is stable post port device replacement.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided and a lot history review was performed. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was returned for review, as well as photographs and x-ray images. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Investigation summary: one MRI low-profile port isp with catheter was returned for evaluation and catheter lock. Visual, microscopic, functional, and dimensional evaluations were performed. No obvious deformation of the inside of the catheter lock was noted. The proximal end of the catheter manifested certain deformation and/or surface marks, which appeared to concentrate very near the tip. Some striations were noted at the termination, which may indicate a sharp instrument cut. Examination of the distal end of the catheter found no similar features, and a glossy, straight, striated termination typical of a sharp instrument cut. No anomalies were noted to the port stem. The investigation is confirmed for catheter detachment and migration, as well as catheter lock detachment. The photo provided showed an MRI port, catheter lock and catheter appearing to conform to the sample returned. The catheter and catheter lock were not attached to the port. The sample appeared clean. There was only one segment of catheter present. Two medical images were reviewed, the review indicates that the first image was of a frontal chest radiograph without a date and shows catheter tubing overlying the right heart, but no port body was seen. The length of the catheter tubing (to tell how much had migrated or where) or if a catheter abnormality occurred could not be determined. The second image showed a frontal chest radiograph without a date showing a right internal jugular central venous catheter in expected position without break or kink with he tip of the catheter overlying the distal svc. The successful assembly of the catheter and port in the laboratory suggests that the port components were capable of high quality connection, but this did not appear to occur during the procedure. The marks/impressions on one end of the catheter suggest that assembly was attempted but the catheter deformed. The slightly low outer diameter dimension on the port stem may have been caused by deformation from use. A definitive root cause of the catheter detachment could not be determined. It is unknown if patient or procedural factors contributed to this event. H10: d4 (expiration date: 05/2021), g4, h4 h11: d10, h3, h6 (device codes, method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Photos were provided for review. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for review. The investigation of the reported event is currently underway. Medical device - expiration date: 05/2021.

Event description:
It was reported that approximately two months post port device implant, the patient alleged discomfort and the port could not be aspirated. Reportedly, x-ray imaging demonstrated catheter migration to an unknown location caused by catheter detachment. It was further reported the port device was removed and replaced, and chemotherapy treatment resumed. The patient is stable post port device replacement.